Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site # (B)(6) was removed as it was fractured. Fractured implant # (B)(6), removed implant and grafted area to prepare for future implant placement. Additional appointment required, grafted area, will evaluate area for implant placement in 4-6 months. Symptoms as a result of the event: pain.